Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump experienced an unexpected shutdown. Customer's blood glucose level was not impacted. The pump was charged resolving the issue. Reportedly, the customer reverted to alternate therapy for diabetes management.